Manufacturer narrative:
The insulin pump was not in manufacturing mode. The pump passed displacement test and self test. Power error noted in the history file. Possible hardware issue. Unable to verify root cause the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error 53. The customer's blood glucose at the time of incident was 20 mmol/l. The customer was assisted with troubleshooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per health care provider¿s instructions. The insulin pump will be returned for analysis.